Event description:
Concomitant devices: pfna nail (part: 472.107s, lot: 1l31319, quantity: 1), pfna end cap (part: 473.170s, lot: 1l11375, quantity: 1), locking screws (part: unknown, lot: unknown, quantity: unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information provided. Part: 04.027.055s; lot: l189611; manufacturing site: bettlach; supplier: (B)(4); release to warehouse date: january 05, 2017; expiry date: november 01, 2026 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: upon visual inspection of the complaint device, it can be seen that we have received the article in a locked condition. Furthermore, the received device shows dents and scratches, as well some color fading from use all, over the surface of the part. Additionally, three (3) of the four (4) lips are in a damaged and deformed condition. Functional test: a functional test is not completely possible, as the blade is not possible to rotate in an open condition; the blade is blocked between semi-finished parts, blade and sleeve (proximal side). Based on this, the part has not passed the function test. Document/specification review: drawings and revisions are in accordance to device history record (DHR) of production lot l189611. All relevant features are defined on the used drawing revisions of DHR of production lot l189611. Furthermore, the reported device was assembled according to drawing, and all parts went through a 100% functional test, before they had left the production. Dimensional inspection: the complaint relevant dimensions cannot be checked for dimensional accuracy, as the blade is blocked. Furthermore, the investigation has shown that the cause of complained malfunction is a post-manufacturing caused, use related damage of the device, therefore no dimensional inspection is needed. Summary: there is no particular information on what's happened to this article by the customer. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation, an application error may have taken place and/or that excessive force led to this damage. To prevent such problems, it is necessary to operate according to the technique guide. Complained issue could not be replicated and/or confirmed based on the available information. No product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, a revision surgery was performed due to postoperative penetration of the blade through the femoral head, which then stuck in the acetabular cartridge. Initially, the patient had an open reduction internal fixation (orif) with proximal femoral nail antirotation (pfna) surgery for femoral trochanteric fracture on (B)(6) 2018. During rehabilitation after the initial surgery, telescoping of the bone was done and found out that the blade had penetrated the femoral head and was stuck in the acetabular cartridge. During re-operation, the implants were replaced to an unknown non-synthes product. The patient will undergo total hip arthroplasty after bone union of the femoral trochanter. Patient status and surgical outcome are unknown. Concomitant devices: pfna nail (part: 472.107s, lot: 1l31319, quantity: 1), pfna end cap (part: 473.170s, lot: 1l1375, quantity: 1). This report is for a pfna blade. This is report 1 of 1 for (B)(4).

Event description:
Concomitant devices: pfna nail (part: 472.107s, lot: 1l31319, quantity: (B)(4)), pfna end cap (part: 473.170s, lot: 1l11375, quantity:(B)(4)).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 04.027.055s, lot: l189611. Manufacturing location: bettlach, release to warehouse date: jan 05, 2017, expiry date: nov 01, 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product investigation was completed. Upon visual inspection of the complaint device it can be seen that we have received the article in a locked condition. Furthermore, the received device shows dents and scratches, as well some color fading from use all over the surface of the part, additionally three (3) of the four (4) lips are in a damaged and deformed condition. Drawings and revisions are in accordance to device history records of production lot. Furthermore, the reported device was assembled according to drawing, and all parts went through a 100% functional test, before they had left the production. There is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place and/or that excessive force led to this damage. Complained issue could not be replicated and/or confirmed based on the available information. No product fault could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected lot number in the concomitant device list. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.